Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site and was bent/kinked. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: cat45e/cat45f, 15545-aw rev d 06/2016, using the pod 5 / page 54, checking your blood glucose 7 / page 98. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, whereas may indicate the cannula has dislodged. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the customer's blood glucose reached 23.3mmol/l (419.4mg/dl) while wearing the pod between 4 and 24 hours. It was also stated that the cannnula was not inserted properly and was bent and kinked. (B)(6).